Event description:
Upon receipt of additional information, this device was determined to be not reportable. The patient underwent revision surgery of the femoral component due to aseptic loosening. The previously reported articular surface did not cause or contribute to the patient complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this device was determined to be not reportable. The patient underwent revision surgery of the femoral component due to aseptic loosening. The previously reported articular surface did not cause or contribute to the patient complications.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery for unknown complications. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown nexgen femoral component: catalog#ni, lot#ni; unknown femoral stem: catalog#ni, lot#ni; unknown nexgen rotating hinge knee tibial tray: catalog#ni, lot#ni. G2: foreign: united kingdom. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.